Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that angina and thrombosis, as listed in the xience v instructions for use (IFU), are known adverse event associated with coronary stenting. There was no report of any device malfunction at the time of stent implant. It is likely that the angina is a secondary effect of the thrombosis that resulted in balloon angioplasty; however, a conclusive root cause for the reported patient effects, and the relationship to the device, cannot be determined. The dissection is being reported under MFR # 2024168-2008-01077.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, a xience stent was implanted. The stent was deployed between 9-12 am. A dissection was noted, distal to the stent; however, it was not treated. Four hours post procedure, the patient suffered a minor stroke. On four days later, the patient returned with angina and thrombosis was noted, which was treated by balloon angioplasty. No additional event or patient information is available.